Manufacturer narrative:
Concomitant product(s): product ID: 3093-28, lot# va078uq, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported that they felt a jolt when he walked through any store that has security screeners. The first time it happened was in (B)(6) of 2015 at a (B)(6) store a couple of months ago. Starting in (B)(6) of 2015, he seemed to feel a jolt anytime he walked into a store with a security screener. The patient was going to follow-up with their health care professional (hcp). The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. If additional information is received, a follow-up report will be sent.